Event description:
It was reported that during device implant procedure, while attempting to position the quartet lead at the coronary sinus, a bend was noted distal to the connector pin. No electrical anomalies were confirmed. Pacing lead impedance was within specification. The physician elected to replace the lead and a new lead was implanted. The procedure was completed without any adverse consequences to the patient.